Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(6): the original date received by manufacturer was incorrect in the initial medwatch. It should be (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty main batteries. To correct this condition, the main batteries and battery harness were replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with fail code 570:320:654:0000. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the aware date contained in the initial MDR is incorrect. The correct aware date is (B)(4) 2011.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 570. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.